Event description:
It was reported that during a da vinci s myomectomy procedure, while removing the pk dissecting forceps instrument from use, the surgical staff observed the tip of the instrument to be broken. Pieces of the instrument were visualized inside of the patient and removed by the patient side assistant. The planned surgical procedure was completed with a replacement instrument of the same type and no patient injury, harm or adverse outcome was reported. The delay in reporting is due to a miscommunication between the site and the isi representative present during the procedure. The site advised they would report the event; however, they did not report the complete details of the event to our customer service department until july 22, 2011, which was beyond the original 30 days for MDR reporting.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one conductor wire to be broken at the yaw pulley exit. The wire is detached from its connection at the grip. Electrical continuity failed. The yaw pulley shows no signs of arcing; however, the yaw pulley is missing a .150 x .060 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw.